Event description:
On (B)(6)2010, dr (B)(6) implanted a bard implantable port in the pt's right chest. It functioned for approximately 4 months and then stopped working due to a clog. The port was also unable to draw blood. In (B)(6) 2011 the port was explanted. On (B)(6) 2013 the pt had a bard power port implanted. It functioned for approximately 2 months then stopped working. The port also had an issue drawing blood. The pt then had an x-ray to identify the power port issue. The pt stated the port is causing her both pain and chest swelling. The pt is schedule to have the port removed at the end of the month. Also see (B)(4).